Manufacturer narrative:
Per the report, customer called in stating that the nebulizer is not misting enough. Customer reported, "the compressor started to slowly loose pressure. Which took a longer and longer time to vaporize the medication in the nebulizer cup. The problem developed over time." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, customer called in stating that the nebulizer is not misting enough.